Manufacturer narrative:
H6: component codes added.na.

Manufacturer narrative:
Visual, dimensional, functional and chem inspections/analysis were performed on the returned device. The reported irregular texture was confirmed. The reported difficulty removing the device could not be confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded the balloon marker was clearly past the lesion in the cine, so it appears angiographically that the balloon did cross the lesion. A device malfunction was not observed via the cines provided. Chem analysis concluded that the irregular texture was a piece of foreign material that may be the outer member material. The investigation determined the reported and noted spike/clear piece of foreign material on the outer member to hypotube seal appears to be related to a potential product quality issue. The reported failure to advance and difficulty removing the device appear to be related to operational context. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the right coronary artery (rca). The 1.20x12 mm mini trek balloon dilatation catheter (bdc) could not cross the lesion due to a deformity noted. When attempting to remove the bdc from the guide, there was resistance with the y connector. The whole system was removed as a unit and it was noted that the shaft of the bdc had a spike. An unspecified balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.